Event description:
It was reported that during a routine device changeout, and following electrocautery, the pulse generator exhibited loss of output. The patient was paced externally. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.